Event description:
It was reported that prior to a general device changeout procedure, when this patient's system was interrogated, it was observed that the electrode exhibited oversensing of noise and low amplitude morphology measurements in both the alternate and primary vectors. Due to this, the physician decided to explant and replace the electrode during the device changeout procedure. A chest x-ray confirmed there was never any electrode migration and the suture sleeve had been sutured and secure while the electrode had been implanted. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no abnormalities beyond the bounds of normal medical device use, and no cracks were discovered around the notch area next to the sense b electrode. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that prior to a general device changeout procedure, when this patient's system was interrogated, it was observed that the electrode exhibited oversensing of noise and low amplitude morphology measurements in both the alternate and primary vectors. Due to this, the physician decided to explant and replace the electrode during the device changeout procedure. A chest x-ray confirmed there was never any electrode migration and the suture sleeve had been sutured and secure while the electrode had been implanted. No additional adverse patient effects were reported.